Event description:
The reporter indicated that the device went into back-up mode after external shock. The device was not implanted.

Manufacturer narrative:
Teh observed backup pacing was the result of a malfunction in the defib. Controller i.c. External defibrillation was reported. The cause of the malfunction is the controller i.c. And the shottky diode was not ascertained. Damage to the unit precluded.